Event description:
The customer reported that during a mono-nuclear cell procedure, there was an alarm 'the return pump is turning too fast.' The run was interrupted. Patient information is not available at this time. This report is being filed due to the customer filing a sae report with their local authorities.

Event description:
No medical intervention was required for this event. The customer would not provide the patient's weight. (B)(6).

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: terumo bct technical service visited the site and collected the run data file for analysis. The machine tests performed during start-up, prime and during the run are intended to check the operation of pumps, valves, pressure sensors, and leak detector and safety systems. Alarm conditions are designed to place the system into a safe condition (or a "fail-safe" condition), therefore, there is generally no health risk associated with machine alarms. Root cause: cause is believed to be related to a machine problem corrective/preventive action: terumo bct technical service replaced the return pump motor & motor driver. The machine was then tested (via autotest) and was verified as functioning correctly.